Manufacturer narrative:
See MFR: 3012307300-2017-02021.

Event description:
It was reported that a patient experienced high blood glucose while using a cleo® 90 infusion set. Patient reports seeing a "knot" at the tip of the cannula. The patient's blood glucose was in the 400s. A correction bolus was given via the pump. There were no adverse health outcomes reported from this event.